Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 195, 142 mg/dl. Tests were done within 10 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported. Note - customer meter has segments missing awaiting new meter. Customer ate food and drank a beverage following use of meter. Customer has been cleaning meter incorrectly.